Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, 98% stenosed de novo mid circumflex artery, after predilatation with a 1.5 x 15 mm balloon catheter, the 3.0 x 23 mm xience v was implanted, however, a distal edge dissection was noted. A 3.0 x 15 mm xience v stent was implanted to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.